Manufacturer narrative:
(B)(4). The reported condition of iipv was confirmed based on reported drain volumes. Review of the service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of high drain 101 (iipv-adult). The cause was a false empty detect and use error with the initial drain alarm setting inappropriately programmed. The homechoice / homechoice pro apd systems patient at-home guide states in the warnings: "setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. See table 9-1 on page 9-10 for the recommended starting points when determining your optimal I-drain alarm volume." And table 9-1 on page 9-10 gives the recommended starting point for I-drain alarm setting as 70% of the last fill volume. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with a hi drain 101 alarm during drain 1 of 6 on the homechoice machine(hc). The home patient(hp) stated they went to the clinic yesterday and the nurse put in a manual exchange of 2500ml with antibiotics. The hp stated they normally get on the hc empty. The technical service representative(tsr) confirmed with the hp that the initial drain alarm was set for 0ml. The hp stated the hc drained 1 ml before the hc moved to fill 1. The caregiver(cg) stated they saw this occur, but allowed the hc to continue. The hp had no symptoms. The total ultrafiltration(uf) was 4246ml, cycle 6 uf of 1145ml, cycle 5 uf of 259ml, cycle 4 uf of 63ml, cycle 3 uf of 128ml, cycle 2 uf of 62ml, cycle 1 uf of 2589ml, and fill volume of 2500ml. The cg stated the hp used a 1.5% and 2.5% solution. The cg stated they were aware of the reason for the hi drain alarm and will follow up with the nurse. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The device was not returned to baxter. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.